Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda) requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with a flail. The first clip grasped both leaflets and was implanted successfully. However, due to the large flail the physician decided to implant a second clip to slow down some of the motion. The second clip was advanced in the patient and placed lateral to the first clip. Post deployment, the clip had a slda. The clip came off the anterior leaflet and a third clip was successfully implanted to stabilize the slda. The procedure was complete with a final mr grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. According to the physician the slda was due to patient anatomy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to patient conditions and due to large flailed posterior leaflet and thin and diseased leaflets. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Event description:
N/a.